Manufacturer narrative:
The tpuc3 reagent lot number was 77890901 with an expiration date of 30-apr-2025. The albt2 reagent lot number was 75811701 with an expiration date of 31-jul-2025. The calibration was last performed on 09-jan-2025 and it was acceptable. Qc recoveries were within the acceptable ranges. The alarm trace did not show any abnormalities. The field service engineer found that the upper cover of the sample probe was broken. Due to the sample probe cover being broken/misplaced, the probe itself was not properly fixed in its position. He fixed the needle and the cover. The system was performing properly. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
We received an allegation about discrepant results for 1 patient urine sample tested with tpuc3 assay and albt2 tina-quant albumin gen.2 (albt2) assay on a cobas 6000 c501. Module. Tpuc3: initial result: 85 mg/l. 1st repeat result: 34 mg/l (accompanied by a data flag). 2nd repeat result: 35 mg/l (accompanied by a data flag). Albt2: initial result: 36.2 mg/l. 1st repeat result: 3.2 mg/l. 2nd repeat result: 2.5 mg/l. The physicians questioned the initial results and the sample was then repeated. The repeat results were deemed to be correct.